Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube and three heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. The patient lost 5 pints of blood, however, there was no blood transfusion necessary. No patient complications were reported by the hospital. This report is for the fifth seal.